Event description:
It was reported that the programmer screen was either blank, blue or appeared to begin to run correctly, only to have it freeze up. The service diskette was run but the situation did not resolve. Follow-up determined that the programmer was unusable and had to be changed out. The programmer was returned for service. It occurred prior to any patient being present and there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the screen was blank, blue or appeared to freeze up, and noted that moving the display changed the screen appearance. The display flex cable was replaced to resolve all the screen issues. Analysis also found that the keyboard was missing three screws, which were replaced and the keyboard secured, and that there was coating flaking off the hinge plate and it was replaced. Concomitant product: product ID 2067 radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).